Manufacturer narrative:
Device evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. On 01/06/2016 the patient reported that he removed the lifevest due to a rash. The rash was reported to be on his shoulders, abdomen, chest and back. The patient reported that his doctor gave him a cream and it is not working. The patient reported that he believed the rash was an allergic reaction to the garment. During a follow up on (B)(6) 2016 the patient reported that he still had the rash but it hadn't gotten worse. The final medical outcome of the irritation is unknown.